Event description:
The subject device was returned for analysis and the device investigation revealed that the subject coil broke/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed from its packaging. During visual inspection, the main coil was found broken/fractured distal to the detachment zone. Functional testing was not performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of coil jammed could not be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis it was confirmed that the main coil was fractured at the detachment zone. The main coil was not returned. Per the event description "the customer thinks a coil may have gotten stuck in the microcatheter." It is likely that the subject coil detached inside the microcatheter which resulted in subsequent coils not being able to advance through the microcatheter. An assignable cause of procedural factors will be assigned to the as reported event of 'coil jammed' as well as the as analyzed event of 'main coil broken/fractured during use' since these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.